Manufacturer narrative:
Updated data: b4, g3, g6, h1, h3, h11, d9 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions) a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse replaced front end board per instructions from engineering. During testing found battery in slot one not recognized. Replaced slot interface board. Also found fiber optic connector broken. Replaced fiber optic connector. Scroll compressor due for replacement based on hours used. Replaced scroll compressor. Device passed all functional and safety tests according to factory specifications. The following was performed by technician of the maquet failure analysis and testing (fat) department wayne,the failure analysis and testing department received the following parts associated with this complaint: howdy fiber optic connector, front end board, power slot board.these parts were received with a reported unit failure message of broken connector for fiber optic connector, internal com failure, system failure for front end board and slot one not recognized for power slot board.performed visual inspection of these parts received and found connector was broken of fiber optic connector, please see attached picture; front end board and power slot board looks to be in good condition.the failure analysis and testing department verified the failure message of broken connector for fiber optic connector.installed front end board and power slot board into the cardiosave test fixture and tested to the factory specifications per revision f and the cardiosave service manual.the failure analysis and testing department tested both parts separately and together with cardiosave test fixture.performed functional tests and passed. The failure analysis and testing department saw battery slot one led lit and cardiosave test fixture also indicated battery slot one.the failure analysis and testing department did not observe internal communication failure and system failure during front end board testing.the fat dept. Could not verify the failure message of internal com failure, system failure for front end board and slot one not recognized for power slot board.both boards passed testing and worked correctly. Retaining all parts in the fat dept. Per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) internal com failure and system failure. There was no patient harm reported.